Event description:
It was reported that the battery gauge was fluctuating which resulted in the pump shutting down. The customer's blood glucose was 100 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.